Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to increase pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty control board flex cable. The control board flex cable was replaced to correct the reported problem.